Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was leakage while using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: the lot number 7326966 was manufactured on afa line 4, from dec 1, 2017 thru dec 3, 2017 and packaged on packaging line 10 from dec 8, 2017 through dec 11, 2017. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in-process inspections included (but not limited to) damaged tubing, flare damages, adapter damaged/cracked. These were performed at various stages throughout the process, all the inspections passed per requirements. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a total of 62 units. 1 (used) of the units was received without package and connected to an extension set with edgeless connector which was attached to a medline syringe, the rest of the units were received within sealed packages some inside a dispenser (50) and some along with a dispenser. Visual/microscopic examination: used unit: no physical-mechanical damage was observed on the adapter threads or the any of the components of the unit. Water- leak test: a lab-supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. No leakage was observed on any of the areas of the unit. A lab-supplied male slip luer fitting was connected to the end of the extension set (with a lab-provided q-syte unit). The water/air leak test was performed. No leakage was observed on any of the areas of the unit fluid test: the received syringe was filled with water-food coloring mixture and the liquid was flushed. No leakage was observed on any of the components of the unit. Unused units: no physical-mechanical damage was observed on any of the components of the catheter-adapter assemblies or the catheter tubing¿s. Water- leak test: a lab-supplied male slip luer test fitting was connected to the end of the adapters. The water/air leak test was performed. No leakage was observed on any of the areas of the units. Investigation samples(s) meet manufacturing specifications: yes. All (used-un/used) units tested and evaluated met manufacturing specifications in regards with the failure of leakage. Investigation conclusion: relationship of device to the reported incident: indeterminate. Comment: there was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defects. The units tested did not display any adverse characteristics that would contribute to the defect the customer experienced.

Event description:
It was reported that there was leakage while using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.